Event description:
Us customer contacted cepheid to discuss a discrepant result with xpert xpress cov-2/flu/rsv plus for one patient. On (B)(6) 2025, nasopharyngeal sample was collected from the patient using bd swab + bd utm. The sample was ran on (B)(6) 2025 on the xpert sars-cov-2/flu/rsv plus lot 31704, which resulted in sars-cov-2 positive, flu a positive, flu b negative, rsv negative. This result was not reported to the physcian. The sample was then retested on (B)(6) 2025 on the xpert sars-cov-2/flu/rsv plus lot 31704, which resulted in sars-cov-2 negative, flu a negative, flu b negative, rsv negative. This result was not reported to the physician. The same sample was retested a second time on (B)(6) 2025 and ran on the xpert sars-cov-2/flu/rsv plus lot 31704, which resulted in sars-cov-2 negative, flu a positive, flu b negative, rsv negative. This result was reported to the phsycian. It is unknown if the patient was showing any symptoms or the reason for testing. The customer did do a decontamination after the positive sars-cov-2 result and then reran the sample a second time. Due to all being negative the customer ran it a third time and saw flu a was positive again and then reported this result since it showed flua positive again as the first result did. All results showed borderline CT cutoff for flua. No patient impact as far as the customer is aware. Customer has frozen this sample in case needed for future use. The sample was room temp in between all the repeats.

Manufacturer narrative:
This is a case whereby the customer performed the xpert sars-cov-2/flu/rsv plus test and obtained sars-cov-2 and flu a positive, followed by all targets negative, and a third run resulting in only the flu a target as positive. It is unknown why the tests were repeated. Review of the tests submitted shows that both targets are amplifying with the CT's above 40 for sars-cov-2 and above 35 for flu a, indicating that the targets are right at the limit of detection of the test. The determination in this case is true positive. False positive: false positive results for sars-cov-2 could lead to incorrect management of symptomatic patients, including unnecessary isolation or quarantine, misallocation of resources, delayed diagnosis and treatment for other infections or health conditions, or unnecessary antiviral treatment. Cepheid's patient safety board consult confirmed with the customer that there was no associated patient harm or change to patient treatment. Results are for the identification of sars-cov-2 rna. As per section 3 of the xpert xpress cov-2/flu/rsv plus eua IFU; "positive results are indicative of active infection, but do not rule out bacterial infection or co-infection with other pathogens not detected by the test. Clinical correlation with patient history and other diagnostic information is necessary to determine patient infection status." Note for section h3 device evaluated by manufacturer - answer of no is due to the single use of the xpress sars cov-2/flu/rsv plus test and the unavailability of that product lot to be returned to cepheid.